Event description:
Doctor reported that he had difficulty deployment issue that occurred with the simon nitinol filter one year ago. He stated it was a left femoral approach (up and over). While advancing the filter, the filter got stuck in the sheath approximately 3/4 down the sheath. He wondered whether the filter got stuck on a lip of the catheter near the marker band or if there was a kink in the sheath that caught the filter legs. He manipulated the pusher wire and was finally able to deploy the filter as intended.